Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind test, and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Leaking motor oil was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that they had the device set as a dual wave. The customer's blood glucose was 127 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.